Manufacturer narrative:
(B)(6). Device evaluated by MFR: synergy ous mr 2.50 x 28mm stent delivery system catheter was returned for analysis. A visual examination of the stent found stent damage. Struts in the proximal and distal regions were noted to be flared. The undamaged stent outer diameter was within max crimped stent profile measurement. An examination of the balloon identified that the proximal balloon folds were relaxed. One possibility is that positive pressure was applied to the balloon which resulted in the stent flaring at both ends. The main body of the balloon was tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 29mar2021. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the distal end of the left anterior descending artery. A 2.50 x 28 synergy drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable. However, returned device analysis revealed stent damage.